Manufacturer narrative:
Occupation - the occupation is lay user/patient.

Event description:
The patient stated that she received erroneous results when testing with coaguchek xs meter serial number (B)(4). At 8:41 a.m. On (B)(6) 2019, a sample from the patient was tested using the meter, resulting with a value of 5.5 inr. At 10:30 a.m. On the same day, a sample from the patient was tested in the laboratory using an unknown method on a stago analyzer, resulting with a value of 4.1 inr. Based on the laboratory value, the patient decreased her coumadin dose by 2 mg. On the night of (B)(6) 2019. Her normal dose of coumadin is 5 mg.. At 9:15 a.m. On (B)(6) 2019, a sample from the patient was tested in the laboratory using an unknown method on a stago analyzer, resulting with a value of 3.99 inr. At 10:30 a.m. On the same day, a sample from the patient was tested using the meter, resulting with a value of 5.3 inr. The customer stated that she was going to decrease her dose by 3 mg. On (B)(6) 2019 based on the laboratory value. No adverse events were alleged to have occurred with the patient. The patient was not treated and did not receive a change in medication based on the meter results. The patient currently feels ok. The patient's therapeutic range is 2.5 - 3.5 inr. The patient's testing frequency is once per week. If she is outside of her therapeutic range, then testing frequency is more often. The patient stated that she could be anemic, but did not know her hematocrit level. The patient does not have antiphospholipid antibodies. The patient does not take heparin or direct thrombin inhibitors. The patient is taking new medications singulair and a hydrocortisone cream for a rash from being in a hot tub. The patient normally eats greens, but for two days prior to (B)(6) 2019, her appetite was decreased from the rash. The patient did not have a special or unusual diet. Internal controls tested on the meter passed. The patient's product was requested for investigation and replacement product was sent to the patient. Relevant retention test strips (lot 353497) were tested in comparison with the master lot. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred.

Manufacturer narrative:
The patient's meter and strips were returned for investigation. The returned meter and strips were tested in comparison to master lot strips using quality control material. Testing results: qc 1: 2.4 inr, qc 2: 2.4 inr, qc 3: 2.4 inr. The obtained qc values were in the allowed range of the used combination master lot strip lot - qc lot. (1.9 - 2.9 inr). All measurements were without error messages. The maximum difference between measurements was 0%. No information was provided that would point to a cause for the result discrepancy.